Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated. The device was initially placed on (B)(6) 2020 for percutaneous transhepatic biliary drainage (ptbd). No difficulty was experienced during device placement. On (B)(6) 2022, during catheter removal, it was discovered that the tip had separated in the patient. A snare was required to retrieve the separated device fragment from the patient. Additional information regarding event details, patient information, and outcome has been requested but is not available at this time.

Event description:
Additional information was provided on 22feb2022. Seldinger technique was used for device placement. The hydrophilic coating was activated. The procedure was successfully completed following the snaring of the catheter fragment.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 23feb2022, it was reported that the device was initially placed for a percutaneous transhepatic gallbladder drainage (ptgbd).

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 10may2022. The operator reported that the detached tip had turned black in color. The operator inquired if the change in color is a prognosis of tip detachment.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: h6 annex g. Investigation evaluation: it was reported by (B)(6) of samsung medical center, that on 16feb2022, an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult7.0-35-25-p-5s-cldm-hc, lot# unknown) separated at the tip. The device was required for percutaneous transhepatic gallbladder drainage (ptgbd) and was placed in the patient on (B)(6) 2020. The initial insertion procedure was unremarkable. On 16feb2022, the device was removed after being in place for over a year. During removal, a portion of the catheter¿s black tip separated and was retained in the patient. The user then obtained a snare and successfully removed the device fragment. No other adverse events were reported as a result of this occurrence. Reviews of the documentation, including the drawing, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One catheter was received for evaluation in a used and damaged condition. A visual inspection found that an outer layer of the bond material had separated. The separated bonded tip measured 5mm and exhibited a split. The remaining bond to shaft connection was confirmed to be intact. The bond and shaft were noted to be black in color. The mac-loc body was not provided for the investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) could not be conducted due to the lack of lot information from the facility. An expanded sales search for the reported device shipped to this customer between 16feb2018 to 16feb2022 was performed; however, cook was unable to identify the complaint lot. Cook also reviewed product labeling. The instructions for use (IFU) [ t_multi_rev5, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, IFU, design history file and returned device, suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure without any design or manufacturing issue likely contributed to the reported event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.